Event description:
It was reported that the patient received an inappropriate shock due to oversensing on the lead. The oversensing was reproducible. Fracture was suspected. The lead was capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.